Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification z-2415/2426-2008. Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of durom/ldh system. It was reported the patient was implanted a durom acetabular component on unknown date and a revision surgery has not been performed. The patient is being monitored due to unknown reason.